Event description:
The pt was admitted for open heart surgery and had an internal jugular catheter placed. Post-op day 4 while the patient was being assisted up by the nurse, his kvo line became disconnected and air entered the line, resulting in cardiac arrest and cerebral air embolism. The patient was resuscitated, but he suffered permanent brain damage as a result of the incident. No further info is available.

Manufacturer narrative:
(B)(4).